Event description:
The customer called to report a frozen display. Troubleshooting was performed, but the display remained frozen. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the liquid crystal display board.